Event description:
It was reported that the defibrillation lead impedance warning was triggered for the right ventricular (rv) lead due to a gradual increase in high voltage lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the defibrillation impedance trend was rising. The analyst noted gradual rising of right ventricular (rv) impedance occurring from 64 ohms to 121 ohms. (B)(4).